Event description:
It was reported that, approximately two months post implant, the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing on stored atrial tachycardia/atrial fibrillation (at/af) episode electrograms (egms), with ffrws falling into blanking/refractory period and some under-sensed atrial events in atrial lead channel falling in absolute blanking. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.